Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board, video controller system interface board, and the camera were replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the images were unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.